Event description:
It was reported the patient was experiencing pain in his peripheral area to the right side of his lead. The patient experienced the pain even when his stimulation was off. The patient was planning to consult with his physician regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.